Event description:
The customer contacted the siemens customer care center (ccc) and stated that chloride results obtained on patient samples tested on an advia 1800 instrument were erratic and did not match results from their alternate advia 1800 instrument. Discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
The customer contacted the siemens ccc. The customer had replaced the chloride and reference electrodes, but the issue was not resolved. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse cleaned the ion selective electrode module and replaced syringe seals. The cse ran precision, which was acceptable, recalibrated, and ran quality controls to verify the instrument was operational. The cause of the discordant chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.